Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g6 sensor experienced intermittent disconnections from the ilet, after which the user¿s glucose rose and the customer was advised to replace the sensor; upon entering a new g6 pairing code, the warm-up timer displayed and connectivity was restored. Symptoms included hyperglycemia with readings reported as ¿high,¿ duration above 180 mg/dl for approximately two hours, and device alerts for levels above 300 mg/dl for over 90 minutes, without ketone testing or medical intervention. Outcomes included the user self-managing with a subcutaneous insulin pen dose of 6 units and no need for external assistance or hospitalization. Investigation included review of reports and troubleshooting education that led to replacing and re-pairing the cgm sensor. Investigation of this case revealed a cgm-to-ilet communication issue limited to signal loss to the ilet, which was resolved by sensor replacement and re-pairing. It was concluded, based on established findings for similar reports, that the cause was sensor communication disruption leading to loss of cgm data to the ilet and subsequent hyperglycemia, with resolution after sensor change and successful re-pairing.